Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 300 ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment on a different machine with a new setup. The actual sample was discarded.

Manufacturer narrative:
The reported complaint is not confirmed. The complaint sample is not available for manufacture evaluation; as such, a definitive conclusion regarding the complaint incident cannot be reached. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification.